Manufacturer narrative:
Product analysis: visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket is cracked and deformed open. Microscopic examination reveals implant end component ratcheting catch features and ratchet spring pocket plastically deformed, consistent with intraoperative tensile overload. Bone screw witness marks noted at the base of the on separated component screw holes. Additionally, plate separation occurred intraoperatively during screw placement, testing determined that hyper angulated or off-center screw insertion could result in loads capable of disassembling the plates. This observation, in conjunction with the aforementioned plastic deformation of the mating ratcheting components is consistent with hyper angulated and/or off-center screw insertion resulting in the aforementioned plate disassembly. Conclusion: the above observations are consistent with hyper angulated and/or off-centered screw insertion, resulting in tensile overload of implant assembly.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: cervical fusion type of procedure or technique used: acdf(anterior cervical discectomy and fusion) levels implanted: 4 it was reported that during surgery, bottom of the plate broke off when surgeon was screwing the bottom portion. Plate was removed and retained. No fragment of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.